Event description:
It was reported that this right ventricular (rv) lead was causing the patient discomfort one month post implant. The physician confirmed that this lead had caused a perforation. Surgical intervention was performed to reposition this lead. During repositioning, helix extension/retraction difficulty occurred. It was noted that it took more than 35 turns (rotations) to move the helix; however, the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was causing the patient discomfort one month post implant. The physician confirmed that this lead had caused a perforation. Surgical intervention was performed to reposition this lead. During repositioning, helix extension/retraction difficulty occurred. It was noted that it took more than 35 turns (rotations) to move the helix; however, the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned by the customer as it remains implanted and in service; therefore, no product analysis could be performed. Please see the event description field for more information regarding the specific circumstances of this event.